Event description:
It was reported "dr. Discovered a large proximal tibial defect on the pt that he thought may have been caused by either a cyst or osteolysis. Pt was revised.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental report.